Manufacturer narrative:
The amplatzer duct occluder (ado) associated with this event was not returned to sjm for analysis. Review of the device history record, confirmed this device met manufacturing requirements prior to shipment. The cause of the embolization remains unknown. Eval summary: not returned to sjm.

Event description:
A 6/4mm amplatzer duct occluder (ado) was deployed successfully and in stable position, which was confirmed via angiogram. Shortly after release from the delivery cable, the ado migrated into the aortic side of the ampulla and was protruding into the aorta. The ado was decided to be removed percutaneously through the aorta and pulmonary arteries, but the attempts were unsuccessful. The ado was removed surgically. The following day and the patient was reported to be fine post procedure.